Manufacturer narrative:
B5: information added.

Event description:
It was reported that thrombosis occurred. The patient was enrolled in a clinical study. Aspirin was administered pre index procedure. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted with a complete seal noted and deployed device diameter of 35.0 mm. The patient was discharged home on clopidogrel and aspirin. 122 days post index procedure, a computed tomography (CT) scan was performed, and a non-mobile, pedunculated device related thrombus (drt) was found on the atrial facing surface of the closure device. Complete laa seal was also noted. Transesophageal echocardiogram (tee) also revealed thrombus on the surface of the closure device. At the time of the event, the patient was on clopidogrel. The physicians performed an oral medication change/adjustment in response to the event. It was further corrected that at the time of the event, the patient was on aspirin, not clopidogrel. The physicians specifically started the patient on warfarin in response to the thrombus.

Event description:
Champion-af study. It was reported that thrombosis occurred. Aspirin was administered pre-index procedure. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted with a complete seal noted and deployed device diameter of 35.0 mm. The patient was discharged home on clopidogrel and aspirin. 122 days post index procedure, a computed tomography (CT) scan was performed, and a non-mobile, pedunculated device related thrombus (drt) was found on the atrial facing surface of the closure device. Complete laa seal was also noted. Transesophageal echocardiogram (tee) also revealed thrombus on the surface of the closure device. At the time of the event, the patient was on clopidogrel. The physicians performed an oral medication change/adjustment in response to the event.